Manufacturer narrative:
(B)(4). Batch # p58f0x. Investigation summary: the analysis results showed that one gst60g reload was received unfired, with the pan detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a bariatric sleeve procedure upon opening the device on the back table, and prior to loading, when the packaging was opened the device was found to have the tray detached and the staple drivers all pushed up. It was then noticed that there had been some damage to the packaging. The procedure was completed using a like device. There were no patient consequences reported.